Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A device history record review was not performed as not lot number was provided.

Event description:
Follow up regulatory for region us of complaint (B)(4).

Event description:
Information was received indicating that upon removal of a smiths medical portex blue line ultra tracheostomy tube, difficulty was found when trying to deflate the cuff. Stronger pressure was then applied when deflating the cuff and was successful. It was reported that water was noted in the cuff following removal. There were no reported adverse patient effects.